Manufacturer narrative:
Device evaluation summary: it was initially indicated that the customer would request service for their carto 3 system. However, after some later cases were performed, the issue reportedly did not reoccur. As a result, the customer did not request service, and the complaint cannot be confirmed. A device history record (DHR) review was performed by the manufacturer, and no anomalies related to the reported issue were noted in the manufacturing or servicing of this equipment. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto 3 system and a map shift occurred without patient movement or cardioversion performed. There were no patient consequences. During the procedure, after mapping, as the catheter was being positioned in the vein, it appeared as if the catheter was outside of the heart. The approximate difference in catheter location before and after the map shift was approximately 2 cm. There were no errors. There was no patient movement and no cardioversion prior to the map shift. In addition, during ablation, the map was not lining up with the previously-acquired pentaray fam map. Physician shaved back the map to match the fam with visitags and the procedure was able to be continued. This complaint is MDR reportable, as map shifts occurring without error messages can present a potential risk to the patient. The awareness date for this event has been adjusted to 07/25/2018, the date when information was received making this event reportable.

Manufacturer narrative:
On 8/15/2018, biosense webster received the manufacturing date for this device. Manufacturer's reference number: (B)(4).